Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 event date: the issue occurred on either january 8, 2024 or january 9, 2024. E1: initial reporter address: (b)6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist sleeve of the twist clamp on a minicap extended life pd transfer set. The event was further described as ¿the white part of the twist clamp became detached from the light blue part¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.